Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 462 mg/dl. The customer¿s blood glucose level was 500 mg/dl at the time of incident and current blood glucose level was 199 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the only emergency room, insulin drip and syringe. Customer stated that no air bubbles was present along the tubing length. Customer did not allege insulin pump was under delivering. Customer was using auto mode. Customer stated that the site was irritate sometimes. Customer wishes to high pressure test. Customer did not continue to troubleshoot. The insulin pump will not be returned for analysis.